Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The 5mm ratcheted handle 33cm was received in two pieces the shaft completely broken from the body, there are no missing pieces. The inspection of the 5mm ratcheted handle 33cm confirms insulation damage, scratches dings and dents throughout the shaft. The 5mm ratcheted handle 33cm failed the insulation integrity test. Probable root cause/s could be use error, mishandling and or normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.